Event description:
Customer reported that 2 samples typed incorrectly on the galileo. One sample had resulted as an o positive and the other sample had resulted as an a positive.

Manufacturer narrative:
The customer did not return product or sample for investigation testing. Customer stated that the samples had been scanned using the hand held scanner. The customer was advised that the wrong barcodes may have been scanned in. They were not able to duplicate the error during repeat testing. The event appears to be due to user error.